Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site. Antibiotics were prescribed to treat the infection. Approximately 17 days later, the healthcare provider elected to explant the evoke scs system.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The evoke closed loop stimulator (cls) was discarded. The cause of the reported infection event is not able to be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ manufacturing records were reviewed. The device met all requirements for release with no anomalies detected.